Manufacturer narrative:
The product has been returned and the investigation is anticipated, but not yet begun. Therefore, the root cause could not be determined at this time. Review of the device history record shows product was properly made and met all release requirements. The investigation is ongoing.

Manufacturer narrative:
The product was returned and evaluated. Evaluation revealed the assembly was dirty with fluid in the lines and collection cassette. The irrigation was tested and the product worked as intended. The reported problem was not duplicated. The root cause is unknown. Manufacturing and sterilization records were reviewed and found to be acceptable. Review of the device history record shows the product was properly manufactured and met all release requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
Product has been requested to be returned for evaluation, but not received. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
It was reported by a user facility in the united kingdom that during the initial stages of vitrectomy there was a significant loss of pressure and the eye was softening despite being at 35mmhg. Pressure was increased to 80mmhg to try and compensate but there was no changes. Surgeon manually inflated eye and the pressure was dropped back down to 35mmhg and the infusion line was reinserted, the eye became extremely hard. Pressure was reduced to 10mmhg but the eye remained hard. A second pack was used and the eye became soft again. The case was completed using a second system from a different manufacture. The surgery was completed with no impact to the patient except the surgery was extended 30 minutes, requiring additional anesthesia.